Event description:
It was reported that, during a routine follow up, this pacemaker was found to have exhibited premature battery depletion. A changeout procedure was scheduled for a future date, however currently this device remains in service. No adverse patient effects were reported.